Event description:
It was reported that the right atrial (ra) lead impedance was higher than the normal range. The ra pacing lead impedance had gradually increased over five months. The physician was unsure of the cause of the increased impedance, whether it was physiologic or of another cause. A fracture was suspected. The patient presented in clinic (B)(6) 2023 and atrial sensing, biventricular pacing and sensing was normal, and the patient had no symptoms. The was discharged from the clinic.